Event description:
Sicu nurse reported that he was unable to inflate the balloon. He states that he is able to attach the syringe and withdraw air, but is unable to inflate the balloon. He also states that he has removed the syringe several times, and has also attempted to twist the syringe tightly and received no results.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. A replacement has been sent to end-user. Investigation request sent to the manufacturer on (B)(4) 2013. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 5, 2013.